Event description:
Per the audiologist's report, this patient's device had several open circuit electrodes. The surgeon explanted the device in 2006 and reimplanted a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.